Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. Each envelope seal was intact. Each device was received with the obturator inserted in the trocar. The returned sample as received by medtronic was found not to meet quality release specifications after application in the clinical setting, and due to the damaged circular seal the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: in a laparoscopic partial nephrectomy case, two v2 versaport 5-12mm trocars have been opened for the case. However, after using for two hours, there was air leak from two trocars. They used that two trocars for the whole case even there was air leak. They found out the seal has been broken afterward. The difficulty did not result in any tissue damage or patient injury. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Patient is fine.